Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device displayed only black screen and didn't display endoscopic image. The customer didn't use the device for a patient procedure. An olympus representative visited the hospital and observed other phenomenon as follows. Screen on the device was blurred. The device displayed green screen for a moment when endoscope and video system were turned off there was no report of patient injury associated with this event.